Event description:
Reporter indicated that vns pt underwent vns therapy system replacement surgery due to lead discontinuity. Report is incomplete because no response has been received to manufacturer's requests for additional info from treating physician. Additionally, attempts to obtain the explanted product for analysis have been unsuccessful to date.